Manufacturer narrative:
Although the customer initially reported a service code, review of the suspected AED determined that the service code was due to battery depletion. Evaluation of the AED related to this complaint did not identify the cause of the depleted battery. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported a service code. Asi is flashing red. The customer did not report this occurring during patient use.